Event description:
It was reported that pump malfunction occurred while caller was changing cartridge, with malfunction alarm displayed as malf 9. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller in resetting pump, confirmed that malfunction did not recur after reset, and advised caller to continue using pump and to call back if malfunction alarm appeared again, which caller acknowledged and understood.